Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no patient involvement. The customer reported to have swapped the lcd displays and the issue did not re-appear. Covidien was not authorized to evaluate the device.